Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg also confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion. Correction: this device is no longer reportable as it meets normal depletion.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received an end of life message. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced. Issue resolved.